Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the returned autopulse platform showed no discrepancies. The reported problem was not confirmed. The pt's sternum separation is attributed to the fact that the pt had a recent cardiac bypass. On assessment the pt, blood was noticed oozing from the cardiac bypass incision prior the use of the autopulse. The general warnings and precaution in our literature state that "the autopulse is not intended for patients with traumatic injury". The platform used in this case was inspected and tested by a trained zoll service rep and no system malfunction of the system. According to the autopulse technical guide, a fully charged battery has the capacity to operate for a minium of 30 minutes on a nominal size pt. In this case, the autopulse was applied and operated for 20 minutes on a large (B)(6) pt which it was expected performance. On transfer of care at (B)(6) ER, the pt was still in cardiac arrest.

Event description:
Autopulse had a failure due to a possible change in chest size. The pt weight is approx (B)(6). Per the lead paramedic, a recent bypass surgery was noted. On arrival the pt was found supine in her hallway with family members doing CPR. The pt's family stated she fell down in the hallway, struggled to get up for several minutes, rolled onto her back and stopped breathing, and CPR was started immediately. On assessment the pt was found pulseless, apneic, ashen warm skin, pupils fixed and dilated, blood oozing from a recent cardiac bypass incision, and large distended abdomen. Autopulse was applied and operated normally for about 20 minutes before it failed to administer compressions and manual CPR was re-initiated. On removing the autopulse the pt's bypass incision was found to be open with sternum separated. Large trauma dressings were applied and manual CPR continued. Within a minute the pt regained spontaneous circulation and had strong radial pulses and blood pressure. The pt was prepared for transport, manual ventilation via bvm and opa with good chest rise/fall and clear lungs. While loading the pt pulses were lost and manual CPR continued until transfer of care at gsh ER. En-route the pt went into v-fib and was defibrillated at 200j once. On transfer of care at (B)(6) ER the pt was still in cardiac arrest, crp in progress, and adequate basic life support airway.